Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that on (B)(6) 2019 the patient had surgery to revise the battery pocket site from above her waistline to below her waistline. In order to do this the physician asked for 20 cm extensions. When the impedance test was completed during the procedure multiple electrodes were reading outside of normal ranges. The impedance test completed before surgery showed the electrodes to be normal. On (B)(6) 2019, the patient called the rep stating they could not turn up the stim setting on the ins. Impedances were tested which showed additional electrodes reading outside of normal ranges. The hcp attempted to reseat the extensions into the battery ports and the lead tails into the extensions. Neither changed the impedance reading. The hcp said that there was nothing else they could do. The programming was looked at prior to the procedure and the electrodes used for her programming were electrodes that were reading green and within normal range. On (B)(6) 2019 the device was reprogrammed to not include electrodes reading outside of normal ranges (orange). The issue was reported to be resolved. No further complications were reported.